Event description:
It was reported to technical services on 05/05/2011 that there is possible noise on this ra lead. Rep will try to do a patient interrogation to gather more information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).